Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, product evaluation, and complaint trend analysis are in progress; results will be provided in a follow-up medwatch.

Event description:
It was reported to boston scientific corporation on june 21, 2007, that a stent placement procedure (female pt, age unk) using a wallstent rx biliary endoprosthesis was performed. While attempting to place the stent, it "was very difficult to insert (the) stent (through the) stricture." The physician partially deployed the stent; however, after reconstraining and repositioning the stent, the stent would not deploy. When the device was removed, the physician noticed that the proximal end was "puncturing the clear sheath." Placement of a second wallstent rx biliary endoprosthesis was attempted, but this device also failed to deploy. The physician was able to successfully complete the procedure with an unk 6 cm stent.